Manufacturer narrative:
The reported noise and hv circuit damage alert were confirmed in the laboratory via review of the programmer printouts and stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise and alert for hv circuit damage could not be determined.

Event description:
New information received states that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient surgery, unrelated to the device, an sosd alert was triggered. Additionally, the patient received inappropriate high voltage therapy due to noise. Since device was near eri plans were made to explant it sooner. No additional information is available at this time.